Event description:
Nurse accessed the left cephalic vessel was accessed with a bard powerglide with positive blood return. The wire slid without any apparent issues. There was no resistance while sliding the wire with the intended device. The catheter was then attempted to be slid. It felt ¿sticky¿ instead of a smooth glide off the guidewire. It didn¿t slide as smoothly as it normally does, but it didn¿t take much pressure to slide it. A bulge began forming just proximal to the insertion site, about 4cm proximal. The patient reported that she was feeling pain. It was decided to abort the procedure but the wire was unable to be retracted. The wire typically slides right out with the access needle contained in the safety contraption. The only thing extending out of the patient¿s skin was the access needle, with the device was stuck in the patient. Doctor was called and ir consulted. X-ray done and CT done. X-ray showed a line in the patient, and it was not curled up in the vessel nor the tissue as the inserter expected. The direction was more medial than expected for a cephalic vein insertion. Ir asked the vascular access nurse to leave the device for the night. The time was about 2200. The arm and device were wrapped in kerlex for patient comfort. The following day ir removed the device and one of the vascular access nurses went to ir to retrieve it so it could be sent back to the manufacturer. The vascular access nurse asked ir where the actual catheter was as all that was in the bag was the powerglide device and access needle and wire with about ½ cm of the catheter still attached to the hub. The patient was called back to ir and the ir team was able to remove the entire retained catheter which measured just under 7.8cm long. This was an indication that the entire catheter was retrieved as ½ cm was still attached to the hub and this was an 8cm 22g catheter.